Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient did not feel well and had a slow hr (heart rate). The right ventricular (rv) lead was not capturing at reasonable output, had low pacing impedance, and had small r-wave sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.